Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user disconnected from the ilet pump after receiving alerts, including a bluetooth communications error and an insulin set expired notification, then attempted a supply change with a teflon 6 mm, 23-inch infusion set; during priming, no drops were observed after 65 units, and the user elected to stop and transition to backup subcutaneous insulin via pen. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a mechanical problem identified during review of the reported priming failure and alerts. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.